Manufacturer narrative:
The suspect device was returned for evaluation. The needle tip was examined under magnification where no damage was observed and alignment was normal. The device was armed and fired without any difficulties. Upon testing, two out of three fires in a mode failed to retrieve samples. Firing in d mode successfully collected sample in both attempts. The device has been confirmed to have insufficient sampling. The root cause was not determined. A search of the complaint database was performed, and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
During a breast biopsy with ultrasound guidance, the healthcare provider was unable to draw back to retrieve sample from needle. Tried again once biopsy was complete, and pt had left the room and was able to force the sample from the needle. No patient harm.